Event description:
It was reported that the customer was hospitalized for high and low blood glucose levels. The blood glucose reading was in the 400 mg/dl range. The customer stated that when she arrived, the hospital workers took her off insulin pump therapy and she lost the battery cap. She reported that she had been in the hospital from having a stroke, leading up to the high blood glucose levels, but then she experienced low blood glucose and was transferred to the intensive care unit. She did not know the cause of the low blood glucose event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.